Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported by patient that they got an email that said they needed to check their battery on their stimulator. During call, patient was given assistance to connect to their ins battery with patient programmer and patient got 0.8 volts on program 1 however their stim was off. Patient said their stim was supposed to be on. Patient was given help on the call walking through turning stim on. Patient couldn't tell if there was a lightning bolt. Patient was asked to increase but then the call got disconnected. No further complications were reported or anticipated.